Event description:
The user facility reported a patient was on impella cp support and during support, the impella was caught in the papillary muscle and the doctor struggled to free it. The impella cp kept folding in on itself, so the doctor explanted the impella cp and placed a new one. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. No product was returned. The root cause of the positioning issue was most likely use related since cardiopulmonary resuscitation (CPR) was performed.